Manufacturer narrative:
Upon inspection and testing, the light guide cover was observed to be missing. Additionally, the 30 plus broken elements in the ultrasound image, multiple black dots on the image center, a dent in the light guide tube cable and crack in the lens, low tension in the control knob, and third-party repair for some parts. Evaluation is ongoing. Supplemental report(s) will be submitted when any additional information is available.

Event description:
The device was returned for repair for image issue, when the issue of the missing light guide cover was observed. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred due to the application of external forces such as rubbing or crushing the site strongly during transport, storage, use, cleaning, etc. It is likely this event can be prevented by complying with the items described in the instructions for use. Therefore, it is considered this event occurred due to user handling. The instructions for use identify the following verbiage: "important information ¿ please read before use warnings and cautions: warning "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient".